Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was not feeling stim with current ins. Pt had the "about" screen displayed at call open noting estimated ero (B)(6) 2021, ins model/sn# and "last error" (B)(6) 2021 line#9 81 d0n2. Pt thinks she hasn't felt stim since around the time of that error code. No falls/traumas. Pt did have a hysterotomy procedure around that time. Pt also noted pt let the charge deplete and ins turned off around that time pt charged but the ins did not turn back on. Presently during call ins is on, group a with 1 program at 9.7, pt increased to upper limit 12.5 during the call without feeling stim.  Pt tried groups b and c and said that (B)(6) thought maybe the about screen pt read was indicating ins battery is reaching end of service. Patient services (pss) reviewed the estimated date is indicating eri will not be present for years and reviewed eos guidance for ins. The patient was redirected to their healthcare provider to further address the issue. To check ins/internal components/programming. Pt is upset over having to charge every 3 days vs not charging with a prime cell battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. The patient reiterated their therapy issue; pt was not feeling stimulation. They tried changing programming but it did not help. The rep told the pt their device was working. But pt did not think it was working. Pt thought they felt something with new settings but within a couple of hours pt was sure it was just their imagination. Pain hcp did an x-ray on the back last time to see if the lead was in the right place and they said it was fine and working. They moved the settings and pt did not feel stim. The rep did not want to move them higher as the rep was afraid it would zap the pt. Pt also said charging the device was a serious problem. Sometimes pt had to play with the device for over an hour to even find the device. Pt had to reset because it would say no device found. It was taking long time before it would recognize the device. It had been messed up for like a year. Ins dies and pt has to recharge but therapy was not providing the relief. This morning pt got it to recognize, spent over an hour to get to 30%.pt then got no device found. Pt said they were going to call hcp and say that they wanted a new implant. Pt told them last time they did not want a rechargeable. Pt wanted it noted in the file as well that they do not want a rechargeable ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported the battery drained super fast, always died and when patient recharged they felt no stimulation. Patient reported they are establishing a new pain doctor. Issue has not resolved. Patient hopes a new non rechargeable ins will solve the issue.